Event description:
Information received from an attorney states, "in january of 1995, as a result of the defective pacemaker, plaintiff's heart rate dropped to a dangerously low rate. On january 31, 1995, as a result of te pacemaker's failure to maintain plaintiff's heartbeat at an acceptable rate, said pacemaker was surgucally removed from plaintiff's body." Information recei ved also notes that the device went into backup code c.